Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the occlusion alarms were verified. Customer's blood glucose level was 215 mg/dl. Insulin deliveries were successfully resumed after performing an infusion set change.